Event description:
Iu22 ultrasound shut down during a procedure and displayed an error code 606 after reboot. Contacted our philips field service engineer (fse) to have this looked at and found the problem with the firewire between sip and host board that intermittently communicates to one another. The fse replaced the cable and it was returned to user. Manufacturer response for ultrasound, iu22 (per site reporter): manufacturer are/has designed new model due to so many complaints even from their own fses.